Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported event of detachment of device component: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm® ultra xc with "the needle pop off during injection." There were no reported injuries. The packaged needle was used.

Manufacturer narrative:
Lab analysis: visual analysis of the returned device noted no defect was found.

Event description:
Healthcare professional reported having a syringe of juvéderm® ultra xc with "the needle pop off during injection." There were no reported injuries. The packaged needle was used.